Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen was dim and fading gradually over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: evaluation revealed that the display was faded and pink and scratched. The battery compartment was cracked from the threads to case seal. The threads were intact. The returned battery cap was broken into several pieces, unable to use cap. Unrelated to the complaint, the symbols were found to be worn.